Event description:
While placing a clip on the fallopian tube, the physician said the metal spring bent in the applicator and the plastic jaws broke. One of the jaws fell out and into the abdomen. It was retrieved with no patient consequences.